Event description:
"Broken screw removed from lumbar vetebral body."

Manufacturer narrative:
Optical tests were performed and microscopic examination revealed that screw broke due to excessive fatigue forces. Fatigue fractures occurred perpendicular to long axis of screw approximately hald an inch from head of screw. Surgeon did not think screw was defective in any way. Pt was a 45 yr old female, smoker. She had a psuedoarthrosis, which the package insert warns can cause screw breakage.